Event description:
During a ventricular tachycardia ablation procedure, st elevations and a cardiac tamponade were noted. During the procedure, when ablation was delivered in the lateral wall of the left ventricle, the st segment was elevated. With time, the ECG returned back to normal. After returning to normal, ablation was delivered again and the st segment was noted to be elevated again. The cause of the reported st elevations was thought to have been due to ablating too close to the coronary artery. No intervention was needed for the st elevations. The procedure was finished and upon completion, a tamponade was noted when reduced cardiac movement was seen via x-ray. Ultrasound and fluoroscopy then confirmed the cardiac tamponade. A pericardiocentesis was performed in order to stabilize the patient. The physician thought a perforation occurred during ablation that lead to the subsequent cardiac tamponade. There were no performance issues with the abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.